Event description:
H6-86 (microscopic exam) info supplied in section f was completed by the MFR based on info obtained from the user facility. Any info not included in this section or any other section was na at the time of submission of this medwatch report to the FDA.